Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the assessment revealed several issues. Water tightness was compromised due to deformation of the up/down knob, and the adhesive around the objective lens was peeled. The forceps channel port was shaved, and the image guide protector had a scratch. Scratches were found on the protector of the universal cord on the control section side, zoom connector, mouthpiece, scope cover plate, forceps elevator lever and knob, up/down knob, right/left knob, flexibility adjustment ring, plastic distal end cover, switch box, scope cover, scope connector, universal cord, grip, and connecting tube. The mouthpiece was loose, and the scope cover plate was peeling. Additionally, the control unit exhibited both discoloration and a scratch, while the zoom connector showed discoloration due to water leakage. Furthermore, the water removal ability did not meet the standard value due to nozzle clogging. The adhesive on the bending section cover had a chip, and an abnormal sound was produced due to damage on the up/down knob. The play of the up/down knob exceeded the standard value due to wear of the angle wire, and the bending angle in the up direction did not meet the standard value for the same reason. Switch 3 had a scratch, and the connecting tube also exhibited a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, there were foreign objects inside the nozzle of the colonovideoscope. There were no reports of patient involvement.